Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "revision of stryker product. Primary approx 9 years ago. Alumina ceramic head fractured."